Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the hospital for hypoglycemia. The patients; blood glucose levels got down to 23 mg/dl. They were taken to the hospital by ambulance. The patient stated that they were treated with intravenous therapy with fluids and other things to get their blood glucose levels back up. The patient also stated they used a "bear hug" to warm their body up because they were cold.